Event description:
It was reported that they the aws was rebooting losing images, causing the patient having to have exposure repeated. It was determined that the brick needed to be replaced, once this was done the unit is working as intended.